Event description:
It was reported to medtronic neurosurgery that the valve was explanted as it was not draining properly. According to the report, there was no injury to the patient.

Manufacturer narrative:
The valve was patent and passed leak testing. The valve did not meet requirements for siphon or reflux testing. It met the specifications for preimplantation testing, however, did not meet all specifications for pressure flow testing. Proteinaceous debris was observed in the interior and the exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open and interfere with the anti-siphon device, resulting in fluid reflux and siphoning. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. A review of the manufacturing records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4),